Manufacturer narrative:
Mcvary kt, rogers t, roehrborn cg. Rezume water vapor thermal therapy for lower urinary tract symptoms associated with benign prostatic hyperplasia: 4-year results from randomized controlled study. Urology, 2019;126:171-9. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported to boston scientific via an article published in urology that a prospective study was conducted in order to examine the four-year outcomes of patients with moderate to severe lower urinary tract symptoms (luts) due to benign prostatic hyperplasia (bph) who underwent water vapor therapy procedures. A total of 188 men who underwent water vapor therapy procedures were followed. Eligibility for the study was assessed between 24 sep 2013 and 19 aug 2014. All patients met the following criteria in order to be involved in the study: at least 50 years old, international prostate symptom score (ipss) greater than or equal to 13, prostate volume from 30cc to 80cc, max urinary flow rate (qmax) less than or equal to 15 ml/s, and a postvoid residual (pvr) urine value less than 250 ml. All patients were also required to undergo a washout and discontinue luts/bph medications prior to treatment. All procedures were performed successfully at one of 15 centers in either an in office or ambulatory surgery center. All procedures were completed without any perioperative device or procedure-related adverse events. Methods of anesthesia used during the procedures was variable: 69% received oral sedation only, 21% received a prostate blocker, and 10% received intravenous sedation. After undergoing the water vapor therapy procedure, the following adverse events were reported: 16.9% of patients had dysuria, 11.8% of patients had hematuria, 5.9% of patients experienced urinary frequency and urgency, 3.7% of patients experienced acute urinary retention, and 3.7% of patients had a suspected urinary tract infection. All adverse events were routinely treated or resolved without treatment within three weeks. In addition, one patient had bladder neck contracture and bladder calculi six months post-procedure. Additionally, one patient had urospesis after a follow-up cystoscopy. Following the procedure, there were a total of 9 patients who underwent additional procedures: one patient underwent an open prostatectomy, four patients underwent either a transurethral resection (turp) or laser procedure, and four patients underwent the water vapor therapy procedure again. In addition, 12 patients resumed bph medications, and five patients began taking testosterone. It was noted that there were no late occurring adverse events and that no disturbances to sexual function were reported.